Manufacturer narrative:
Findings: unit received with detach end cap. Unable to perform functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to detach end cap. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and that they experienced a high blood glucose level. Motor error troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. Customer reported during the call that their current blood glucose level was 556 mg/dl. Troubleshooting for the high readings was performed. The customer had symptoms of nausea, headache, and thirst. The customer treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The time, basal rates, and bolus wizard were inaccurate and customer was advised to contact healthcare professional. Troubleshooting for damage was performed as the customer also reported dome label sticker has fallen off. Per motor error and damage troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.